Event description:
It was reported that a malfunction occurred with a malfunction code displayed as malf 9. There was no reported adverse impact to the customer¿s blood glucose level. Customer support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to call back if the issue occurred again and acknowledged the guidance.